Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced three tape not sticking issue on (B)(6) 2026 due to sport activities and perspiration. No further information is available.

Manufacturer narrative:
(B)(4)-device 3 of 3. E1: patient city: (B)(6). Patient country: spain.